Event description:
Caller reported a malfunction on the pump, identified by a specific code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. Customer was advised to call back if the issue happened again and was informed they could continue using the pump.